Event description:
Reporter alleged they obtained on a patient a discrepant blood glucose result of 200 mg/dl on the advantage system compared back to back with a result of 42 mg/dl on the professional system when testing was performed less than 10 minutes apart. Reporter indicated that the patient was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that they treated the patient with an IV of d50 and took the patient to the hospital. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.